Manufacturer narrative:
The device and data logs were returned for analysis. The data logs found multiple improper positioning alarms. The device tested and no alarms were triggered. Based on further follow up discussion with the abiomed on-site representative, the physician chose to forgo using a guidewire for placement and had encountered some difficulty when crossing the valve. Based on our analysis and the information on hand, we feel the cause of the ventricle perforation was use related, since a guide wire was not used during insertion.

Manufacturer narrative:
The impella 5.5 was requested back from the account. Should the device be returned, or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with post cardiotomy cardiogenic shock for hemodynamic support using the impella 5.5 device. Upon removal of device and preparing for a new 5.5 (due to lower than expected flows), the ventricle was found perforated. As treatment, the ventricle was repaired with sutures.